Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 91 mg/dl, 163 mg/dl, 158 mg/dl and 40 mg/dl at the time of incident and the current blood glucose level was 198 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose for low blood glucose level. Customer stated after taking transmitter off, blood glucose dropped. Customer stated that the insulin pump was not damaged. Customer did not want to troubleshoot for low blood glucose. Customer reports they did receive a sensor updating or sensor glucose value not available alert. Customer reports they did receive a calibration not accepted alert. Customer reports they did not receive a change sensor alert. Customer did not report consecutive sensor alerts with different sensors. Customer was unable to run test on transmitter. The insulin pump will not be returned for analysis.